Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. This report is 4 of 4 allegations that had similar event details. Related records: (B)(4).

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the skin. On (B)(6)2024, per documentation via survey, it was reported that the patient experienced a connection issue which occurred an unknown day after the sensor had been inserted (no information about the insertion site). The patient used g7 on 3 different occasions over a few months and each time the device reportedly failed and almost left the patient ¿hospitalized or dead¿ (as reported by the patient). This report is 4 of 4 allegations that had similar event details. It was reported: inaccurate readings leading to incorrect doses of insulin, device failing to connect or stay connected to the network. The inaccuracy was reported to be a 15 mmol/l difference. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.